Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the compressor generated an error which rendered the compressor inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and replaced the solenoid valve assembly and compressor printed circuit board (pcb). The ventilator passed self-testing.